Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported between the supply line of the homechoice cassette and the solution bag, which is known to cause this alarm. The cause of the leak was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm during therapy. The patient was connected. A leak of the extraneal solution was observed at the connection of the cassette and the solution bag. The cause was not determined. There was no patient injury or medical intervention associated with this event. No additional information is available.